Event description:
It was reported that within six weeks of implant, the right ventricular (rv) lead capture management (cm) was getting higher threshold measurements than the in-office capture threshold test. It was also discussed that the undersensing of the cm evoked response may improve as the rv lead matures. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 ipg, implanted: (B)(6) 2014. (B)(4).